Event description:
A malfunction was reported on the pump by the caller, who noted that no significant events had occurred before the issue. There was no adverse impact on the customer's blood glucose level. The technical support team decided to replace the pump, providing instructions on storage and return procedures. The customer acknowledged these directions and consented to use multiple daily injections as backup therapy. The caller was informed about receiving a pump with updated software and instructed on programming the settings and connecting the continuous glucose monitor to the replacement pump.